Manufacturer narrative:
Medical review completed ((B)(4) 2012): this is a health authority case from (B)(6). Case is medically confirmed. The reported event is considered serious and associated with the device use. This case is medically assessed as serious and reportable.

Event description:
Second degree burn [burns second degree]. Case description: this reporter provided information for six cases. This is the first case. This is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). (B)(4). A (B)(6) female patient of an unspecified ethnicity used thermacare heatwrap (thermacare heatwrap, lot f41324b) topically on (B)(6) 2012, for lumbar pain. Relevant medical history was not reported. Concomitant medications were not reported. The patient previously used thermacare heatwraps and experienced an unspecified adverse event. The patient experienced a second degree burn (medically significant) on (B)(6) 2012. The action taken in response to the event for thermacare heatwrap was not applicable. The patient recovered. Additional information has been requested and will be provided as it becomes available.